Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle and suction channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope bending section rubber adhesive was chipped, the insertion tube was buckling, and the logo plate was missing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found in the suction channel and also came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital the device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, the scope cover plate had peeling, the connecting tube had a wrinkle, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the light guide lens had a crack / scratch, the adhesive around the objective lens was peeled, the objective lens had a scratch, the protector of the universal cord on the suction connector side had a scratch, the scope connector cover was shaved, the grip was shaved, the electrical connector had discoloration due to water leakage, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a white-clouded area / crack, the play of the up / down knob was out of the standard value due to wear of the angle wore, the connecting tube coating was peeling, and the connecting tube had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, it was unknown what the foreign material on the nozzle may have been. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped and brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. The cds was performed by the customer for the instrument channel / suction channel / instrument channel port prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre-cleaning, the customer aspirated water through the instrument / suction channel, there were no abnormalities in the accessories used for reprocessing, it was unknown if the customer presoaked the endoscope in the detergent solution, the customer wiped and brushed the instrument channel with clean lint-free cloths / brushes / sponges, and the customer brushed the instrument channel / instrument channel port / suction cylinder. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.